Event description:
The reporter stated that the surgeon had inserted a toric single piece silicone lens model aa4203tl into patient's eye and noticed the haptic was torn. He removed the lens without enlarging the incision and replaced it with another model lens. No patient injury

Manufacturer narrative:
Evaluation results - a visual inspection of the returned product shows the lens is torn in half from one plate to haptic to the other plate haptic. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.